Manufacturer narrative:
Product event summary #pli 10: evaluation determined that standard investigation is not needed because the event was determined to be not MDR reportable per work instruction rpmwi1664 medical device reporting, and there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Hcp reported a patient came to the clinic saying they were incontinent. The date of implant (doi) was reviewed with the caller and the ins could be at end of service (eos) due to age. It was reviewed to have the patient use their patient programmer (pp) and see if they could communicate with the ins. The patient was not at the clinic at the time of the call and it was reviewed that they could call in if they didn't know how to use their pp. Hcp does not know when the event started. Additional information was received. It was reported that no troubleshooting or actions had yet been taken with regards to this issue. It was noted that it was not working, and the patient wants it out. The plan was to remove it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.